Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered from the peritonitis event and remained hospitalized (until antibiotic completion). Pd therapy was ongoing. No additional information is available.